Event description:
It was reported that customer experienced continuous glucose monitor error identified by code 42 while using connected sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, completed pump reset with guidance, and successfully started new sensor session with no further error reported.